Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the emergency room (ER) after receiving several shocks while working out. It was also reported that noted episodes appeared consistent with t-wave oversensing (twos) of the right ventricular (rv) lead. Therefore re-programming of the rv sensitivity was completed. It was further reported that following a stress test there was also noted increases in oversensing and ventricular fibrillation (vf) counts. The rv lead remains in use. No further patient complications have been reported as a result of this event.